Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health provider reported "rupture during a case". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device- patient contact unknown: not observed openings during the analysis. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Health provider reported "rupture during a case". Device was not implanted.